Manufacturer narrative:
B1-updated. B5-updated information: on (B)(6) 2021 the lens was exchanged with a shorter lens and the problem is resolved. H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown, "lens size based on parameter. 11.85 calliper (iol master 12.3) is 13.2 but surprisingly the vault was 2.5 times corneal thickness with post-op chamber lesser than 1mm."